Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an lvp 8100 was infusing an order of levophed 171mcg/kg/hr. The device alarmed air in line with no air in line seen, the infusion was restarted and then alarmed again with no air in line. Lvp 8100 was then replaced. Further information was unable to be attained as no name, address, hospital name, or contact person was provided.

Event description:
Received sus voluntary event report from the FDA that stated the following: "rn noted suddenly flattening of rts arterial line while in a covid isolation room with another ft another rn on the floor was responding as bedside rn was making her way into the room. The alaris pump that was infusing pt's levophed at 1 71mcg/kg/hr was alarming "air in line" rn troubleshooted the line and noted that there was no air in the line rn restarted the channel and the pt's blood pressure recovered once pt stabilized, both rns exited room immediately upon exiting, the same channel started alarming "air in line" again rn reentered room, troubleshot line, noted no air bubbles rn restarted the levophed, restabilized pt's blood pressure, and then obtained new channel to infuse the medication through the equipment number on the defective channel is (B)(4) FDA safety report ID# (B)(4)."

Manufacturer narrative:
The reported issue that the device alarmed air in line with no air in line seen could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.